Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a follow-up call on (B)(6) 2022, the patient's spouse reported that on an unknown date, the patient experienced a stoma site infection and was prescribed the oral antibiotic flucloxacillin. The patient has had an increase in falls over the last ten days due to freezing, shuffling and "sometimes poor safety awareness" and that the patient is "rarely using an extra dose of duodopa due to dyskinesia." The patient's spouse reported on 8 mar 2022, that the stoma site infection had resolved and that the peg/j tubes were mobilizing and flushing with no issues.